Event description:
It was reported that balloon rupture occurred. A 2.5mm x 80mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon burst even without reaching the burst rated pressure. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 05/01/2025 as the exact event date was not reported.